Event description:
It was reported that following the insertion of the sheath, the physician inserted the catheter into the sheath. The hub disconnected from the body of the sheath. The physician immediately held pressure proximal to the insertion site. A small portion of the sheath shaft was sticking out of the skin so the physician was able to retrieve the sheath. Manual pressure was held. There were no reported consequences to the patient.

Manufacturer narrative:
One 6f, 12cm, ultimum hemostasis sheath was returned for evaluation. The sheath tubing had been separated from the hemostasis hub at the tubing head. The proximal end of the detached tubing segment and the distal end of the attached tubing segment (within the hemostasis hub) revealed material that was stretched and torn, consistent with forcible separation. No anomalies were noted. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Internal corrective actions were implemented to address the solvent application during the manufacturing process.